Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape and act button was not responding. It was also found the insulin pump would power off without warning. The customer declined to troubleshoot for their insulin pump losing power. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with no button response due to flattened esc and act buttons dome switch. No blank display anomaly noted. The insulin pump was unable to verify off no power alarm or perform the operating currents test due to button and keypad anomaly. No damage found on the lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip and severely scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.